Manufacturer narrative:
Study event. Hypotension is a known potential adverse event associated with the use of the device as listed in the rx acculink instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformances which could have contributed to this complaint.

Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of ae: after the procedure. It was reported that post a bilateral internal carotid artery stenting procedure, the patient became hypotensive. The hypotension was treated with a neosynephrine drip at first and then a levophed drip. One day post procedure, the levophed drip was discontinued and the patient was started on a dopamine drip. Six days post procedure, the patient was being weaned off of the dopamine and was started on oral florinef and midodrine. At some point post procedure, the patient developed a gi bleed. Fourteen days post procedure, the patient remained hypotensive with improvement of the gi bleed. The patient remains hospitalized, status improving. Although requested, there is no additional information available.